Manufacturer narrative:
Lead model: 3389-40, lot#: j0206548v, implanted: (B)(6) 2002, explanted: na; extension model: 7482a51, serial#: (B)(4), implanted: (B)(6) 2007, explanted: na; concomitant left side system: ins model: 37602, serial#: (B)(4), implanted: (B)(6) 2012, explanted: na; lead model: 3387-40, lot#: j0424916v, implanted: (B)(6) 2004, explanted: na; extension model: 748266, serial#: (B)(4), implanted: (B)(6) 2002, explanted: na; programmer model: 37642 serial#: (B)(4).

Event description:
It was reported that impedance measurements showed readings >10000 ohms and impedances fluctuated from measurement to measurement. On the first measurement the bipolar impedances were 8391 ohms between electrodes c/1 and 5311 ohms between c/2. On the second measurement, all impedances were within the normal range. On the third measurement, the impedances were 14709 ohms between c/0, 5962 ohms between c/1, and 8830 ohms between c/2. It was noted that the intra-operative notes stated that the impedances were 'normal' but no measurements were recorded. The patient also experienced dyskinesia when the device was turned on. The doctor planned to titrate the amplitude of the stimulation at the patient's next visit. X-rays were also recommended to visualize any possible connection issues. Additional information was requested but was not available at the time of this report.